Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the returned heartmate 3 system controller was functionally tested and capable of supporting a mock loop without any alarms or issues. A log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 days (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2000 per timestamp. Events captured on (B)(6) 2000, occurred during testing at abbott labs and are default dates due to the internal controller clock not being set. The log files did not contain any events that would indicate an issue with the system controller. The system controller functioned as intended during testing and the log files did not show any events that would indicate an issue with the controller. During the investigation there were incidental findings of conductor breakdown, damaged strain relief, and fluid ingress. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a controller exchange in the clinic for unknown reasons. No additional information was provided.